Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2011-00176. The pt received her scs system on (B)(6) 2009 consisting of an ipg and two percutaneous leads. It was reported that the pt has recently lost control of her bowels. Otherwise she is said to be receiving effective stimulation relief. The reported problem is said to occur regardless of the stimulation's function. Efforts to resolve this matter problem via reprogramming proved unsuccessful. There are no plans for further intervention at this time as the implanting physician is currently monitoring the pt's issue.